Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and ble telemetry was reenabled on the device to resolve the event. The patient was in stable condition.